Manufacturer narrative:
Device evaluation anticipated, but not yet begun

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that increased capture threshold was observed. Lead was explanted and replaced when repositioning was unsuccessful.

Event description:
New information received notes lead dislodgement was also observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.